Event description:
It was reported that there was a possible fault in foley catheters. It was stated that it was down due to clinical practice and catheter management not the catheters. Per the follow-up received via ibc on (B)(6) 2020 , the nursing home advised of bypassing or blocking of the catheter as this was across a range of catheters and isolated this to care home. It was believed that it was a training issues possible something to do with how they use optiflo and retraining was being arranged by the nurse team however this could not be confirmed. Per follow up with the ibc via email on (B)(6) 2021, the foley catheter had been bypassing and blocking. Also, there was a difficulty in removing the catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a possible fault in foley catheters. It was stated that it was down due to clinical practice and catheter management not the catheters. Per the follow-up received via ibc on 28oct2020, the nursing home advised of bypassing or blocking of the catheter as this was across a range of catheters and isolated this to care home. It was believed that it was a training issues possible something to do with how they use optiflo and retraining was being arranged by the nurse team however this could not be confirmed. Per follow up with the ibc via email on 22feb2021, the foley catheter had been bypassing and blocking. Also, there was a difficulty in removing the catheter.